Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this lead was not successfully implanted because the helix would not extend, and the lead was repositioned four times because of poor sensing. In addition, the lead was removed, and the helix was tested and confirmed that it would not extend with included tool or a standard fixation green tool. This lead was never in service, and a new lead was used. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Moreover, a helix mechanism test failed after (B)(4) turns due to the helix housing being clogged with dried blood/body fluid and tissue.

Event description:
It was reported that this lead was not successfully implanted because the helix would not extend, and the lead was repositioned four times because of poor sensing. In addition, the lead was removed, and the helix was tested and confirmed that it would not extend with included tool or a standard fixation green tool. This lead was never in service, and a new lead was used. No adverse patient effects were reported.